Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-14931), was submitted on 14-oct-2025. However, based on the reassessment and investigation done on 06 feb 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to sg vs bg discrepancies (sensor issue). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to hospital on (B)(6) 2025 due to low blood glucose event. The blood glucose levels was 31 mg/dl and patient was treated with nasal spray and orange juice. The patient stayed in the hospital for less than twenty-four hours. No further information available.